Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient became symptomatic when elective replacement indicator (eri) triggered for the implantable pulse generator (ipg). The patient was airlifted to a hospital. The ipg was removed and replaced. No further patient complications have been reported as a result of this event.